Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, as the lead was positioned and fixed onto the heart muscle after extending the helix and it was noted the lead impedance value was high and good threshold value could not be obtained even though the obstacle electric current was delivering. The lead was replaced and the procedure was completed with no adverse consequences to the patient. The physician suspected the possibility of a lead fracture.